Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8782, serial#:(B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 20-mar-2021, UDI#: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 25-jul-2015, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 08-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 370 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient had a pump refill where the expected reservoir volume was 6.8 ml, but 22 ml was removed. Cap (catheter access port) aspiration was attempted, but it was unsuccessful. A catheter dye study was unsuccessful. They were unable to aspirate the catheter. The patient was scheduled for a catheter replacement. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The patient was taken to surgery today and once the pump pocket was opened, they were unable to aspirate from the cap. The catheter was then disconnected from the pump and there was still no csf (cerebrospinal fluid) flow. The catheter was then cut with minimal flow. The entire catheter was then replaced. Once the catheter was replaced, there was good csf flow noted and cap access was successful. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.